Manufacturer narrative:
Troubleshooting of the AED with the customer identified that both the AED pads and battery pack were expired. The cause of the "replace battery pack now" warning was related to a lack of maintenance of the AED.

Event description:
A customer reported their AED is prompting a "replace battery pack now warning" with their dbp 1400 battery pack serial number (B)(6). They reported this did not occur during patient use.